Event description:
It has been reported to philips that the left pedal on the wireless footswitch did not work. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned coronary treatment at the time of the reported event. The procedure was completed by using the wired footswitch. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system and found the wireless footswitch (wfs) showed no signs of physical damage and suspected a mechanical malfunction of the wfs. To resolve the reported issue, the wfs was replaced. The system was returned to use in good working order and ready for clinical use. The wfs was returned for further analysis. Functional testing was performed and no failure were observed. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received indicating that the procedure could be completed by using the available wired footswitch. A scenario where the wired footswitch can be used to complete the procedure is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.